Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Hospital reported, the set was found leaking at the filter connection during a gammagard infusion. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event info is available.